Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case at corner of the belt clip rails and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported a large crack near the reservoir compartment. The customer stated that the belt clip snapped. The customer's blood glucose reading was 5.6 mmol/l. The insulin pump was returned for analysis.